Event description:
It was reported that a soft key on a spectrum pump keypad is not working. It was also reported that this was identified during testing at the facility. Any pt involvement is unk.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.